Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The initial result was 6624 miu/ml with a data flag. Since the same patient had been tested the week before with a higher result and the patient was known to be pregnant, the same sample was repeated. The repeat result was > 10000 miu/ml with a data flag and with a 1:10 dilution the result was 37283 miu/ml with a data flag. This result was reported outside the laboratory. There was no adverse event reported. The reagent lot number was 19028005 with an expiration date of 03/31/2017. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. Issues with sample pre-analytical conditions and with the instrument could not be excluded as possible causes. Based on the provided qc data, the customer only performed qc sporadically and no qc had been performed on the reagent lot used for testing the patient sample. The customer had manipulated the system date/time settings and was using expired controls, calibrators, and reagents. The manipulations by the customer prevented further assessment of the issue and indicated possible customer responsibility for the event.